Event description:
The pump was returned for investigation. Investigation revealed that buttons on the keypad were intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: it was observed that the keypad was fully intact. The up arrow, down arrow, and contrast buttons were intermittently responsive. The ok button responded properly. Contamination was found under all of the button contacts when the keypad was removed.